Event description:
It was reported that the external pulse generator (epg) was not capturing the atrial rhythm, that in ddd the atrium was being captured but as the physician did not want the ventricle paced the ventricular output was turned to 0 which triggered aai and lost the atrial capture. Follow-up is underway to obtain the device serial number and verify if there was any patient impact. No patient complications have been reported as a result of this event. It was further reported that once the atrial capture was lost the physician "cranked the output on the atria side". Another unit was tried and the exact same thing happened. The serial numbers were unavailable as the hospital had put the generators back into circulation and were unable to determine which ones were referenced, and that the issue was resolved by removing the pacing cable from the ventricular side of the device. There were no patient complications.